Event description:
The chief therapist reported that at approximately 8:45 am ((B)(6) 2011), while rotating the gantry clockwise, we heard a suspicious noise (sounded like keys being dropped) coming from inside the room. We went into the room to do some investigation and found no issues. We got the next patient into the treatment room and started with 2d/2d kv matching, followed by a 6mv field imrt, gbm treatment. After 5th field, we were rotating counterclockwise at approximately angle 225, we heard a very loud metallic snapping noise and immediately entered the room to check on things. The patient was not alarmed by the loud noise and no problems were again detected. We then tried to rotate the gantry with the pendant, and it would not rotate any further. We were able to get the patient off the table; a call was then placed to service. There was no report of serious injury as a result of this issue.

Manufacturer narrative:
Initial investigation by the varian field service engineer (fse) found gantry chain broken. After removing the stand covers, it was found that the gantry drive chain master link had failed. The chain appeared to have been rubbing on the cover, which cut a grove into the cover. The master link clip likely caught the edge of this grove and forced the clip off the link then worked itself off the chain. The stand cover was modified by the fse to prevent further chain rubbing and the gantry chain was repaired. Although there was no reported injury in this case, the available information suggests a malfunction of the device. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it occur, may potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.